Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Since the actual device was not returned, detailed investigation of it could not be performed. No anomaly was found in the results of the history investigation. Based on the investigation results, no anomaly was found in the history of the involved product code/lot# however, since the actual device was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behaviour and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel. " "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper (e.g., the tip is trapped due to vessel spasm or some other cause, or the tip is folded), stop manipulating the guide wire (and the catheter), determine the cause carefully by fluoroscopy and take suitable remedial actions. Next, remove the guide wire slowly, without turning, and exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: a pci was performed for the calcified lesion crossing over d1 of the distal lad #6. After the wire passed through the lesion, des was placed after inflation with small diameter balloon due to ivus not passing through. After placement of des, when the stent was additionally inflated and the treatment was finished, a change in st on electrocardiogram was observed and angiography was performed. Angiography in treated lad showed contrast-enhanced image in the peripheral apex. Reviewing the recorded image during the treatment, it was recognized that during additional inflation in the placed stent, the wire entered deeply into the peripheral side of apex, beyond which the contrast-enhanced image was observed. Confirming epicardial lateral wall motion under x-ray fluoroscopy, since a little blood exposure was observed, heparin was neutralized with protamine and embolization was performed with sponsel fragment using a microcatheter to stop bleeding. Hemostasis was confirmed with x-ray fluoroscopy and angiography after some time and the treatment was finished. The patient had improved. A perforation was identified, and due to medical intervention for hemostasis was required, it was determined to be a serious injury.